Event description:
After an implantation period of approx. 9 months oversensing in the ventricular channel was reported. The lead was removed and replaced.

Manufacturer narrative:
The returned lead was extensively analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection of the lead showed a conductor fracture of the rope conductor to the distal ring electrode 10.5 cm distal of the df-1 connector pin, at the edge of the joint. This damage might be the cause of the clinical complaint. The position and kind of the conductor fracture are characteristic for a mechanical load on a lead kinked at the joint in the pocket. Movement against the generator housing should be considered as cause. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.